Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer blood glucose was over 700 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids and saline, insulin, and potassium. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022. System check was performed by tandem technical support and the pump is functioning as intended